Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia cassette without an alarm during peritoneal dialysis therapy. This event occurred during the drain while the patient was connected. The patient stated that the renal therapy service agent assisted them in ending the therapy and make use of the new supplies. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.